Event description:
During an evaluation of a spectrum pump, the device turned off with no user input. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. During the evaluation of the device, it turned off when there was no user input. Physical inspection of the power cord found exposed wires from the power connector. The power cord was replaced.